Event description:
It was reported that patient presented to the clinic showing far p oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).